Event description:
Customer reported that she was currently hospitalized due to cystic fibrosis. While hospitalized, customer's blood glucose level dropped to 26 mg/dl. Customer treated with juice. By the end of the call, customer's blood glucose level had gone up to 124 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.